Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that the controller changed from one power port to the other one before batteries are down to 25% (>25%). No log files available. The battery was changed from hospital stock and no effect on the patient as the patient was doing fine the whole time.

Manufacturer narrative:
The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.